Manufacturer narrative:
In response to FDA report number: mw5095299. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "very intense upper abdominal-lower chest pain and rupture."

Event description:
Patient reported via regulatory agency "started having intermittent very intense upper abdominal-lower chest pain. It felt like a very intense muscle spasm that would last for hours" and MRI showed "a ruptured right implant." Device was explanted.